Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The complaint of the responsiveness of the down arrow and ok button was not duplicated during testing. All keypad buttons responded appropriately. There was evidence of contamination found all of the button contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display. The display was replaced with a test screen for evaluation and was found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow and ok keypad buttons required hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.